Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the push button did not fully retract the needle. No lot number available, phlebot threw out packaging before realizing the needle was faulty.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-aug-2022. H.6. Investigation summary: mat: 367344. Lot: unknown. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for retraction failure was observed. Additionally, the customer sample was evaluated by visual examination and functional testing and the indicated failure mode for retraction failure with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the reported complaint was demonstrated in the provided photo, the complaint was confirmed; however the damage could not be replicated and the root cause could not be determined with an analysis of the returned sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the push button did not fully retract the needle. No lot number available, phlebot threw out packaging before realizing the needle was faulty.